Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient's device had been removed on (B)(6) 2016-. The patient had their implant for two years and the patient mentioned the healthcare provider (hcp) implanted the device and "did it incorrect". The patient stated the device was infected and they had pain when they removed the bandages, and they noted they were not informed about how to use it. They back to their hcp and had the device removed. They mentioned the battery was not sitting properly, as it was on end and was very painful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.